Event description:
Novasure impedance controlled endometrial ablation device hand piece passed initial cavity assessment, then machine read "vacuum failure". Handpiece connection rechecked. Attempted ablation again, machine started ablating for approx 30 secs, then vacuum failure appeared again. Novasure rep, anthony, was then contacted to troubleshoot. Instructed surgeon to pierce vacuum release, which was performed. Subsequent attempt resulted in an add'l vacuum failure. Surgeon deferred using an add'l handpiece and/or machine for ablation.